Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead had exhibited a lead safety switch (lss) due to low pace impedances measuring less than 200 ohms. Additionally, the patient noted intermittent pocket stimulation with unipolar pacing. Subsequently, the patient underwent a revision procedure and this lead was surgically explanted and replaced. No additional adverse patient effects were reported.